Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Replacement of the main circuit board was required to address the issue. The device was returned to the customer unrepaired due to customer declined repairs. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.